Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The ultra delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: approximately 3cc of residual fluid was in balloon and minor distal tip damage. Functional and dimensional testing was not performed due to the nature of the complaint (withdrawal difficulty through sheath). The evaluation performed through visual inspection. During manufacturing, the delivery system is both visually inspected and tested several time throughout the process. During balloon final inspection, the balloons are 100% dimensionally inspected. After balloon final forming, the balloons are 100% inspected. The shoulder-to-shoulder distances of the formed balloons are 100% dimensionally inspected. The distance between the distal and proximal shoulder assemblies and the distance from the proximal shoulder assembly to the center marker band are 100% dimensionally inspected. The flex shafts are visually inspected for flash/raised material. During final inspection the delivery systems are 100% visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The device history record (DHR) review was completed and did not reveal any manufacturing related issues that would have contributed to the complaint. A review of lot history revealed no other complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿. A review of the complaint history from march 2019 to february 2019 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. A review of complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for all the trend categories. As per IFU, the following instructions for delivery system removal are recommended: completely unflex the delivery system, retract the loader, more resistance is felt when removing the delivery system through the sheath, ensure all residual fluid in balloon is removed after deployment, maintain guidewire position in the aorta, pull the entire delivery system through the sheath, if there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, and rotate and attempt removal again (repeat as necessary). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was confirmed upon visual observation. The sheath distal tip damage indicates that there was difficulty withdrawing the delivery system. However, a review of the DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, ¿the balloon was deflated and an attempt was made to remove the delivery system by manipulating the device and rotating the catheter 90 degrees. The balloon was still outside of the tip of the sheath and could not be removed. The balloon was getting caught on the end of the sheath and during removal "ripped the vessel." Per the training manual, ¿ensure all residual fluid in balloon is removed after deployment¿. Additionally, instructions state to completely unflex the delivery system prior to removal. The returned device had approximately 3cc of residual fluid in the balloon and approximately half of the flex used. The residual fluid found in the balloon could have led to an increased balloon profile which could then have made it difficult to retrieve into the sheath, as the balloon material could catch on the sheath tip. Alternatively, it is possible that the device being flexed during removal, resulting in an angle of withdrawal that would have contributed to the withdrawal difficulty. In this case, available information suggests that procedural factors (residual volume in balloon/ device flexed during removal) could have contributed to the reported withdrawal difficulty resulting in vessel injury. No manufacturing non-conformance's or IFU/deficiencies were identified; therefore, corrective actions or pra escalation are required at this time.

Manufacturer narrative:
UDI # (B)(4), investigation is ongoing.

Event description:
During a transcarotid procedure, after valve deployment of a 26mm sapien 3 ultra valve, moderate paravalvular leak (pvl) was noted and a decision was made to post-dilate. The ultra delivery system balloon was re-inserted into the valve and an additional cc of volume was added. The pvl was resolved. The balloon was deflated and an attempt was made to remove the delivery system by manipulating the device and rotating the catheter 90 degrees. The balloon was still outside of the tip of the sheath and could not be removed. The balloon was getting caught on the end of the sheath and during removal "ripped the vessel". The vessel was repaired with a patch. A decision was made to remove the devices as a unit. Both delivery system and sheath will be returned for evaluation.